Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer was off the pump for several days due to hospitalization. However, the hospitalization was not related to customers pump therapy, once contact turned on the pump, a malfunction code was displayed. There was no patient involvement, as the pump was not being used on the customer at the time of the reported event. During troubleshooting with tandem technical support, the malfunction alarm was cleared.